Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the last basal delivery and the last bolus was on (B)(6) 2013 and the user's programmed basal rates were correctly reflected in the daily insulin delivery totals. On examination, there was damage to the pump case between the upper right corner of the display lens and the case seal. During investigation, the pump was exercised for 29 hours and was found to be delivering within specifications. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keypad buttons were noted. The display was noted to have pinkish, faded contrast. A test display was connected to the pump and illuminated properly. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
Date of submission of follow up #1 is (B)(6) 2013 date of additional analysis in follow up #1 is (B)(6) 2013.

Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the patient experienced low blood glucose levels as low as 30-40mg/dl. The patient's last incident on (B)(6) 2013, they had a blood glucose level of 60mg/dl and the experienced seizure like symptoms. The patient was able to treat with orange juice and their blood glucose level rose quickly. The reporter indicated that in the pump download it is indicating that the pump delivered different doses than what the meter calculated. Additionally the patient has been working with a certified diabetes educator closely over the past few months to make adjustments. This report is being made based on the indication that the patient experienced hypoglycemia while on the pump.